Manufacturer narrative:
Mw5064929 product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed sepsis and became hypotensive as a result. The patient was admitted with concern of leukocytosis, was treated with intravenous antibiotics and transferred to the intensive care unit. ¿muffled heart tones¿ were noted and the patient experienced respiratory distress. The blood cultures were positive for staphylococcus septicemia, which was complicated by septic shock. The patient developed acute renal failure. The patient was treated for septicemia and bacteremia. Due to persistent bacteremia trans-esophageal echocardiogram was performed and there was concern for ¿secondary seeding¿ of the leads. The patient went to the operating room for removal of the implantable cardioverter defibrillator (ICD) leads. The laser lead extraction was unsuccessful and complicated by a four centimeter tear of the right atrium and superior vena cava (svc), which lead to acute pericardial tamponade and a need for emergent sternotomy. The patient lost blood pressure and a massive transfusion protocol was initiated. The family was notified and elected comfort care measures. The patient is deceased. Additional information was received and it was learned the right atrial (ra) lead ¿removed easily.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.